Manufacturer narrative:
Evaluation summary: the scope has already been returned to our service facility and was inspected and found the segment dented, the passed dry leak test, the passed wet leak test, the customer complaint not duplicated, the image blackout, the leak at biopsy cannel (large/primary) distal side, the suction nipple bend/dented, the right/left angle wire short, the air/water loose screw, and the up/down angle wires short. We have been confirming the hospital if they had the air leak but not heard any feedback yet. We will continue to communicate with the customer and will create a supplemental report if we get any. Correction information: h6: coding changed based on the investigation result: component code and medical device problem code. Additional information: b3:date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer. B5: there was no report of patient harm.the time of event is unknown. H2: type of follow up. H6: coding added based on the investigation result: type of investigation, investigation findings, and investigation conclusions. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
It was reported that the scope still failed the leak test. It was not detected at the reprocessing process. Pentax medical will be providing supplemental information after follow up on the event.

Event description:
The customer reported they received the scope back from repair and it is still failing the leak test.